Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent dislodgement occurred. Vascular access was obtained through the femoral artery. The 16mm in length, 2.25mm in diameter target lesion being treated was located in the moderately tortuous and moderately calcified right coronary artery (rca) with greater than or equal to 90 degrees bend. A 2.50mm x 16mm liberté¿ stent delivery system was selected to treat the lesion. When the physician was implanting the stent, it dislodged from the delivery system and it was taken out from the patient with a retrieval device. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent dislodgement occurred. Vascular access was obtained through the femoral artery. The 16mm in length, 2.25mm in diameter target lesion being treated was located in the moderately tortuous and moderately calcified right coronary artery (rca) with greater than or equal to 90 degrees bend. A 2.50mm x 16mm liberté stent delivery system was selected to treat the lesion. When the physician was implanting the stent, it dislodged from the delivery system and it was taken out from the patient with a retrieval device. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the liberte/veriflex catheter was received inside a carrier tube (hoop). The batch number on the label of the returned product pouch and shelf box matched the batch number on the device. The stent protector and product mandrel were in the as-manufactured position. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned between the markerbands and secured to the balloon. There was no damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).